Manufacturer narrative:
As no further information is expected, our investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this device delivered anti-tachycardia pacing and eight shocks due to what appeared to be atrial fibrillation with rapid ventricular response. Therapy was exhausted. This device remains in service. No adverse patient effects were reported.